Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that the blade adapter was detached and the ball for blade fixation is missing could be confirmed. Usually the blade adapter with the collar is being fixed in position by a snap-ring. During investigation the separated snap ring was discovered in the bore hole of the grip part. The microscopic investigation of the snap ring revealed existing friction traces on the surface. Also the snap ring groove of the blade adapter shows the comparable friction traces indicating that the snap ring had been initially, correctly mounted to the snap ring groove of the blade adapter. Furthermore, it was determined that the slot of the screw of the grip part and the slot of the screw of the switch were heavily damaged and show plastic deformations in turn-out direction. Additionally, the welding point of the screw of the switch for a secure fixation was destroyed. According to all facts, it seems that the screwdriver was forcibly disassembled by the customer or user definitely not by the manufacturer. Thereby also the ball for the blade fixation was lost. During the re-assembling of the screwdriver handle the snap ring which fixes the blade adapter was not correctly mounted and caused the detachment of the blade adapter. Indication for any manufacturing related issue was not determined within the investigation.

Event description:
It was reported by the company representative that during inspection, the screwdriver blade would not lock into the ratcheting handle of the screwdiver. The rep compared it to another handle and noticed that the little ball in the handle that locks the blade in was missing. Upon further inspection, the rep noticed that the handle just comes apart without the ball in place.

Event description:
It was reported by the company representative that during inspection, the screwdriver blade would not lock into the ratcheting handle of the screwdriver. The rep compared it to another handle and noticed that the little ball in the handle that locks the blade in was missing. Upon further inspection, the rep noticed that the handle just comes apart without the ball in place.